Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested h3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2023 (B)(6) , employee of intuvie, received the following information from (B)(6) , employee of (B)(6) oncology. (B)(6) relayed the following: sn (B)(6) . Pump shut off mid infusion. We change the battery last week and it still continues to shut off. Please send a replacement asap and a label to (B)(6) , who is copied, so she can return this pump. It needs to be evaluated and a report sent to her as to why it shut off mid infusion after a new battery was inserted. No further details given. Infusion took place at home. Patient involved. No patient was harmed. On (B)(6) 2023 infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.